Event description:
The pt was raised in the hoist. The careprovider attention was diverted and he then let go of the right handle; he grasped the parachute hook on the sling cord. Instead of allowing the careprovider to release the hook from his hand, the pt struggled and caused a significant wound to his right hand.